Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: propensity-matched analysis of early and long-term clinical outcomes with self-expandable prostheses in tavr: portico vs. Corevalve evolut r.

Event description:
The article, "propensity-matched analysis of early and long-term clinical outcomes with self-expandable prostheses in tavr: portico vs. Corevalve evolut r", was reviewed. The article presented a retrospective, single center study that directly compares the self-expandable (se) valve devices portico and corevalve evolut r in terms of clinical outcomes and efficacy at a 30-day and 3-year follow-up. Devices included in the study were portico and corevalve. The article concluded that in terms of early clinical outcomes, no statistically significant differences were observed between the two groups of self-expandable valve prostheses, except for a significantly higher rate of minor bleeding in the evolut group at 30 days. Notably, this trend of increased minor bleeding in the evolut group persisted over the 3-year follow-up period, although the difference did not reach statistical significance. Both groups demonstrated low rates of all-cause mortality and clinical complications at long-term follow-up. The choice of valve should be customized to the individual characteristics of each patient. [The primary and corresponding author was uwe primessnig, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, campus virchow-klinikum, 13353 berlin, germany, with corresponding email: uwe.primessnig@dhzc-charite.de] the time frame of the study was from january 2018 to december 2021. A total of 396 patients were included in the study, of which 312 (78.8%) received an abbott device. Out of the total cohort, 79 patients were assigned to each group after 1:1 propensity score matching based on baseline parameters. In the portico group, the average age was 80.7 years and the majority gender was male. In the corevalve group, the average age was 81.0 years and the majority gender was male. Comorbidities included obesity, arterial hypertension, diabetes mellitus, prior coronary heart disease, atrial fibrillation, renal insufficiency, heart block, aortic valve stenosis.

Event description:
N/a

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including obesity, arterial hypertension, diabetes mellitus, prior coronary heart disease, atrial fibrillation, renal insufficiency, heart block, aortic valve stenosis. Complications reported included death, surgical intervention (pacemaker), unexpected medical intervention (post-dilatation, resuscitation), hospitalization, renal failure, heart block, cardiac decompensation (heart failure), bleeding, atrial fibrillation, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: propensity-matched analysis of early and long-term clinical outcomes with self-expandable prostheses in tavr: portico vs. Corevalve evolut r.